Manufacturer narrative:
It is unknown when patient¿s pain began. 510k: this report is for unknown cortex screws. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is an unknown date in (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in (B)(6) 2018, the patient was implanted with hardware. On an unknown postoperative date, the patient stated that she could feel the plate. During the hardware removal surgery on (B)(6) 2018, the surgeon removed the variable angle locking compression plate (va-lcp) two-column volar distal radius plates, unknown locking screws and unknown cortex screws due to pain. There were no issues during the hardware removal, all the implants came out. The surgery was completed successfully with good patient outcome. This report is for unknown cortex screws. This is report 2 of 3 for (B)(4).